Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the rear processing cover of the architect c16000 processing module closed unexpectedly and hit the ridge of the female lab personnel¿s nose while she was performing maintenance. The incident occurred on (B)(6) 2024 and the personnel went to the emergency room. It is unknown if any treatment was given except that she was advised to follow up with the ear, nose, and throat doctor. The lab personnel¿s nose is swollen but she is doing good and did not miss any workday. The customer stated that the lab personnel has scheduled the follow-up with the ear, nose, and throat doctor but the appointment date is unknown. There was no further impact to the user reported.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and tightened the loose cover hinges resolving the issue. An instrument service history was reviewed and revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect c16000 system, or the likely cause part as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000 processing module, serial number (B)(6) or the cover hinges.

Event description:
The customer reported the rear processing cover of the architect c16000 processing module closed unexpectedly and hit the ridge of the female lab personnel¿s nose while she was performing maintenance. The incident occurred on (B)(6) 2024 and the personnel went to the emergency room. It is unknown if any treatment was given except that she was advised to follow up with the ear, nose, and throat doctor. The lab personnel¿s nose is swollen but she is doing good and did not miss any workday. The customer stated that the lab personnel has scheduled the follow-up with the ear, nose, and throat doctor but the appointment date is unknown. There was no further impact to the user reported.